Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, software error, and failed battery test. The blood glucose at the time of the incident was 170 mg/dl. The customer states the pump alarmed software error alarm as well as failed battery test alarm. Troubleshooting was not able to be performed, because the pump would turn on and off. However after cleaning the battery cap, the pump worked again. The device will not be returned for analysis.